Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be determined at present, because the subject device is under the investigation. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that image loss of the subject device occurred at time of 20 minutes after a laparoscopic transversum colon surgery was started. After the phenomenon occurred, the user facility reconnected the subject device to the video system center, and the monitor image was displayed properly. So the user facility continued the procedure, and completed it. Also, the user facility reported that the same phenomenon occurred on (B)(6) 2017. There was no patient injury associated with this two phenomenon. This report is 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was reproduced during heating the circuit board inside the video connector of the subject device, so it is assumed that this phenomenon occurred due to breakage of electronic parts mounted on the circuit board. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Also there is no repair history of the video connector of the subject device from purchase to present. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to time degradation of parts, because more than 5 years have elapsed since the subject device was purchased.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".